Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Inspected the pump and performed functional tests, it passed all test. Further investigation of the pump and determined that the pump is working properly. However, the syringe port of the device did have cracks. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the rear housing as preventative measure.

Event description:
Information was received indicating that the volume measurement of a smiths medical cadd ms3 pump was out of tolerance. No adverse effects were reported.